Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. After this the device programming automatically switched to unipolar pacing, which resulted in noise oversensing. The pacing impedance were later observed to be greater than 3000 ohms and it was determined that the ra lead was fractured. It was also noted that the device may have dropped. The plan was to perform an ra lead revision. However there is no evidence which indicates this had occurred yet. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information indicated that in addition to the noise oversensing, pacing inhibition was observed on this right ventricular (rv) lead. The lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.